Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. Upon completion of the lot record review a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
The customer stated: debris found in envelope of (B)(4). This was reported on the craniotomy pack. No injury was reported. There was 1 kit affected. Action our customer has indicated that sample is not available. 1)what date did the reported event occur? (B)(6) 2014. 2)did this event occur intra-operatively? Did not mentioned on the report. 3)were there any adverse consequences to the patient? Please refer to my supplier notification letter. 4)was there a delay in surgery over 30 minutes? Was not mentioned on the report. 5)what actions were taken as a result of this incident? Was not mentioned on the report.